Manufacturer narrative:
Reference: (B)(4). Customer has indicated that the product will not be returned to orthopediatrics for investigation as it is still implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported following a bilateral distal femoral osteotomy procedure, x-rays showed the distal screws were backing out on the left leg. No adverse events have been reported as a result of the malfunction.